Manufacturer narrative:
Please see the update in h6 ¿ type of investigation.

Event description:
The customer reported that, at the beginning of a thoracic procedure, the tip of the subject device was burnt. The procedure was completed using another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was worn and separated. This report is being submitted for the malfunction found during evaluation (tissue pad separated).

Manufacturer narrative:
During inspection and testing, the tissue pad in the grasping section was worn away and part of the tissue pad was peeled away and torn. There was a mark on the probe where it came in contact with the non-insulated area of the grasping section and was abraded against it. There was a mark in the non-insulated area of the grasping section where it came in contact with the probe and was abraded against it. In addition, the coating of the grasping section and probe was partially peeling. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. A review of the device history record found no deviations that could have caused or contributed to the tissue pad separation. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when output was activated in seal & cut mode for, or after, a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip which caused the tissue pad to be partially peeled away. The coating of the grasping section could have come off when dirt such as a burn was scraped off with something hard. The probe coating could have peeled off because activation in seal & cut mode for a long duration with no tissue grasped by the grasping section and distal end of the probe (including activation continuing after completion of tissue cutting). However, a definitive root cause of the reported issues could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.